Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged shortness of breath, coughing, congestion and pneumonia twice . There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/09/2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged to shortness of breath, coughing, congestion and pneumonia twice. The medical intervention that the patient received in response to the event is not provided. Additional information was received about alleged eye irritation, nose irritation, dizziness or headache and hypersensitivity. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged to shortness of breath, coughing, congestion and pneumonia twice. The medical intervention that the patient received in response to the event is not provided. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2 and h1 (missed to capture seriousness) has been updated/corrected in this report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.